Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was a procedure to treat a mildly calcified, mildly tortuous, and 70% stenosed posterior tibial artery. An armada 18 2mm x 120mm catheter was inserted and advanced to the target lesion. The pressure was increased to 10 atm, but it was found that the balloon had ruptured. Therefore, the catheter was removed without further issues and replaced with another armada 18. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.